Manufacturer narrative:
Physio-control advised the customer that there is no repair service or repair parts available for their device and it is no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The customer reported to physio that their device has been permanently removed from service. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined.

Manufacturer narrative:
(B)(4). Physio-control advised the biomedical engineer that the device is not field serviceable, no longer under warranty and there are no repair parts available for the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The reporter, a third party biomedical engineer, contacted physio-control to report that the device he was working on will not power on, even with a known good battery. There was no patient use associated with the reported event.